Event description:
I had a total right hip replacement with a pinnacle prosthetic device. I have been experiencing aches and debilitating pain throughout my body, such as headaches and joint pain. I have informed my doctor as well as the orthopedic clinic concerning these issues with little response on their side, especially the orthopedic clinic. About six months after the implant, I was informed that the device had been recalled by johnson and johnson. I immediately requested a metallosis test to confirm the levels of chromium and cobalt in my body. I waited for the results from the veterans' hospital where I receive the majority of my treatment. I was contacted by the attorney who sent me the recall information to find out that these two levels were extremely high...to the point of heart attack high. There were follow up appointments at chromium and cobalt levels so high that they would induce a heart attack or the headaches and pains normal and fine. I have tried on numerous occasions to get the testing I need in order to confirm this with no results. As I am lying here composing this email, I am having symptoms of pain in my joint, nausea, and a headache. I would ask that doctors be made aware that these symptoms are a sign that something is really wrong with their patients who present with these symptoms to do their job and run the tests needed for their patients. Thank you.